Event description:
There are currently no reportable events against device on record. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: b1, b5, h6

Event description:
Patient reported "sinuosity of the prosthetic profile without interruption and a minimal periprosthetic fluid film" and "small hypointense nodule" confirmed via MRI and ultrasound. This record is for the left side. Device remains implanted.

Manufacturer narrative:
The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.